Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have had an emergency room visit on february 20, 2017 with blood glucose of between 200 mg/dl and 300 mg/dl. Customer also had high blood glucose of 500 mg/dl. Customer's emergency room visit was due to diabetic ketoacidosis. Customer was wearing insulin pump at the time of emergency room visit. Troubleshooting was performed on insulin pump and insulin pump would be replaced due to motor error alarm. Insulin pump also experienced no delivery alarms.

Manufacturer narrative:
The insulin pump received with the operating currents within spec. And passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and displacement accuracy test. No excessive no delivery or motor error alarms noted. The motor passed the motor test. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.